Manufacturer narrative:
Section h10: (h3) the evaluation of the reported revision noted that the event may have been the result of implanting a competitor femoral stem and femoral head with exactech acetabular components, which is considered off-label use. The geometry of the competitor stem and/or head may have allowed for impingement with the acetabular components and possibly increased wear of the acetabular liner, contributing to the reported ¿clicking¿. However, this cannot be confirmed because minimal details were provided and the revised liner was not returned for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Female, age (B)(6), weight unknown, initial implant date unknown. Patient had a clicking in the hip. Replaced the poly from a 28 to a 32. Patient was last known to be in stable condition following the event.